Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received with cracked case at display window corners. Device received with minor scratched lcd window.

Event description:
Customer reported via phone call that there was a large black area on the screen. The screen was unreadable. Customer's blood glucose was 84 mg/dl. After troubleshooting, customer did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.